Event description:
It was reported that one 16cm inflatable penile prosthesis (ipp) cylinder was not used because the distal end of the cylinder was damaged, "while pulling the thread above the cylinder due to fibrosis of the cavernous body." A 14cm cylinder was then opened, and implanted on the left side. The right side was implanted with the 16cm cylinder. The original implant surgery of the ipp device was completed successfully. There were no patient complications as a result of this event.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of break was confirmed. Based on a review of all available information, the cause of the reported event was due to sharp instrument damage.

Event description:
It was reported that one 16cm inflatable penile prosthesis (ipp) cylinder was not used because the distal end of the cylinder was damaged "while pulling the thread above the cylinder due to fibrosis of the cavernous body." A 14cm cylinder was then opened and implanted on the left side. The right side was implanted with the 16cm cylinder. The original implant surgery of the ipp device was completed successfully. There were no patient complications as a result of this event.